Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Adenocarcinoma of the sigma. What surgical procedure was performed? Emi col lap. Were there any issues in regards to device performance at all during the surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was the green checkmark visible at the end of the firing? Yes. Was there any difficulty removing the device? Easy to remove. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Perfect donuts. Was a leak test performed? If so, what was the result? They usually did not perform the leak test. How was the fistula identified? The fistula occurred in 4 days. The signs that led to the identification of sepsis were: fever, tachycardia, respiratory failure and sepsis. Can more information be provided on what was meant by ¿failure of the anastomosis¿? The back of the suture had completely dumped and the anastomosis was open. Were any staple formation issues identified? If so, please describe the shape and specific location. No problem. What specific treatment was delivered endoscopically to address the issues? Open surgery to clean and make new anastomosis. What is the current status of the patient? Hospitalized in the ward, with dehiscence of wound, hemodialysis and with improving renal functions. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? No.

Event description:
It was reported that following the primary laparoscopic colon surgery, after six days it was experienced a failure of the anastomosis and fistula. Patient was treated through endoscopic way and now is fine.